Manufacturer narrative:
Covidien reference number: (B)(4). The customer replaced the single board computer (sbc) printed circuit board (pcb) and a performance evaluation check was completed. The device was turned back on and it had an error message. The customer contacted technical support who advised the customer to replace to sensor board cable. After it was replaced and the sensor was calibrated the ventilator operated properly.

Event description:
It was reported that when a ventilator was turned on the screen was blank. There was no patient involvement.